Manufacturer narrative:
Follow-up # 1: date of submission 07-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: a review of the pump black box data showed no evidence of a sudden drop in the battery voltage that would indicate an overheating occurred. During testing, the battery cap was able to fully tighten to the pump and the pump was able to power up with the battery cap. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump's electrical current draws were found to be within specification. During visual inspection of the pump, there was no evidence of moisture in battery compartment or internally. The investigation did not confirm the initial complaint about excessive pump temperature.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temperature ¿ moisture ingress) issue. It was reported that the patient was woken up by the pump beeping and noticed that the pump was hot. It was reported that moisture corrosion was observed in the pump after swimming but denied any physical damage. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.